Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Blood reversed from carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve. Timing when complaints occurred was about 1 hour after the procedure started, after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient¿s body when catheter was going to be lined from sheath. Exchange was proposed, but the physician said that it could be used as it was. Therefore, it was used without exchange. The procedure was completed without patient consequence. Additional information was received on the event. It was not reported that there was any physical damage on the valve/hub. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. A few drops of blood was lost, but the exact amount was unknown. The device evaluation was completed on 14-dec-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Blood reversed from carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve. Timing when complaints occurred was about 1 hour after the procedure started, after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient¿s body when catheter was going to be lined from sheath. Exchange was proposed, but the physician said that it could be used as it was. Therefore, it was used without exchange. The procedure was completed without patient consequence. Additional information was received on the event. It was not reported that there was any physical damage on the valve/hub. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. A few drops of blood was lost, but the exact amount was unknown. The event was assessed as a MDR reportable hemostatic valve leak issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).